Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a manufacturer representative (rep) regarding a patient receiving dilaudid and marcaine (unknown concentrations and doses) via an implantable pump. The pump's indication for use (IFU) was noted as spinal pain. The rep reported on (B)(6) 2016 that she was notified on that day of an upcoming catheter revision case. The patient had some spine surgery in (B)(6) 2015 and the catheter was cut. It was stated that according to the patient, there was a question regarding the pump being turned off. The patient reportedly had a combination of this manufacturer and another manufacturer's catheter. The event date is an approximate date. No symptoms were reported. Additional information was received from the rep on (B)(6) 2016. The rep stated that they were called to attend a "pump revision" by the hcp's office "approximate 2 weeks before." The rep reported that about 4-5 days before the case, they were digging further into what would be needed for this revision and they were told by the hcp's office that during a spinal surgery in (B)(6) 2015, the spinal segment was cut. The surgery had nothing to do with the pump, but apparently the catheter was in the way. The office was not sure what the status of the pump was, but the patient told the rep that "a man" from the manufacturer's office came and "did something with her pump." While interrogating the pump on the morning of the case, it was discovered that the pump had been programmed to minimum rate. The hcp decided to replace the pump and catheter. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
They were notified about the (B)(6) case on about (B)(6) 2016 and they only knew it was a revision. The rep did not know the serial number of the catheter that was cut. Another supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.